Event description:
Pediatric patient was in cath lab for repair of septal defect. The occluder failed to deploy as there was kink in the guidewire. The delivery system was removed with some difficulty. A new delivery system was secured and the procedure was completed without harm to patient.